Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The customer stated she sought medical attention on (B)(6) 2020. Patient had high blood glucose levels that reached 717 mg/dl while wearing the pod for 24 to 36 hours on the abdomen. Patient also had skin irritation at the site. Patient was in the hospital due to a hip injury. Patient received medication for the hip injury. Patient had a new pod put on while there. Patient also stated they treated the high blood glucose levels by adjusting the insulin and giving the patient insulin (lantus). Patient left the hospital after 3 to 4 days.